Manufacturer narrative:
7/17/97-supplemental report #1 submitted to FDA.

Event description:
The device was used for taking down the colostomy. Reportedly, the instrument misfired. The surgeon applied another device without pt injury.